Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and lot history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A facility representative is reporting an issue with an intraocular lens (iol), with a description of "the doctor noticed the lens was scratched and remove the lens". There was patient contact. The procedure was completed. Additional information was provided indicating that the handpiece may have caused the scratch on the lens. The handpiece was pushed through the lens and went over the lens. Later on they looked at the handpiece plunger, used it again with no issue. The reporter stated that maybe the handpiece caused the issue initially. There are two medical device reports associated with this scratched lens. This report is for the handpiece.